Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The pediatric patient's cgm was displaying 50 mg/dl. The patient felt uncomfortable and a bg finger stick was taken and the bg was 499 mg/dl. The patient's mother administered insulin through the child¿s insulin pump and the patient felt fine after. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.